Event description:
Pt underwent bilateral mastectomy. A jackson pratt drain was placed. Several months later pt returned complaining of foreign object under skin. Surgeon made an incision at the old suture line and removed a blue jp connector. This is packaged with the jpn drain and rarely used. It is blue in color, same as surgical drapes and towels. Somehow, it fell into the surgical site. Since it is rarely used, reporter is working with manufacturer, bard, to change packaging practices, in addition to changing protocols for opening packages on back table rather than at the or table.